Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by inflammation, abdominal pain, and raw cavity. Four days after the onset of peritonitis, the patient was hospitalized. On an unreported date, the patient had developed an infection in the pd tubes. As a result, the hp had to have the pd tubes removed. Also, on an unreported date, the hp developed a hernia. The doctor felt hernia and bacteria in the gastrointestinal tract (onset dates not reported) contributed to this event of peritonitis. The actual cause of peritonitis was unknown. On an unreported date, the hernia was removed. At the time of this report, the patient was still in the hospital and was being treated with unspecified antibiotics. The patient still had an infection and was not recovered from peritonitis. No additional information is available. This is report 2 of 3 of peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was performed, and no issues were detected during the manufacturing of potentially associated lots gd894188 and gd893990. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).